Event description:
During treatment for supraventricular tachycardia (svt) and atrial fibrillation, a farawave catheter and an intellanav mifi open irrigated catheter were used. The patient was intubated, femoral venous access was obtained, and diagnostic catheters were positioned in the right atrium and coronary sinus. An ep study was performed, during which avnrt was induced. The slow pathway was ablated using the intellanav mifi oi catheter. Following a sheath exchange, transseptal puncture was performed with the faradrive sheath, and the farawave nav catheter was advanced into the left atrium. The flower bias was computed and calibrated for contact sensing per recommendations. Two pulse field ablation applications were delivered in the left superior pulmonary vein using the basket configuration. St segment changes were observed on the surface ECG, and the patient experienced cardiac arrest. The patient was resuscitated and placed on extracorporeal membrane oxygenation (ECMO). The patient was hospitalized and is expected to make a full recovery. The devices are not expected to be returned for analysis.

Manufacturer narrative:
The device was not returned for analysis; therefore, product analysis could not be performed. Risk review: a risk review performed for the intellanav mifi open irrigated catheter device confirmed that the event of st segment elevation, cardiac arrest, resuscitation, hospitalization or prolonged hospitalization is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Instructions for use (IFU)/label review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. The IFU mentions: "adverse events which may be associated with catheterization and ablation include st segment elevation, cardiac arrest, resuscitation, hospitalization or prolonged hospitalization." As the IFU mentions, the reported issues are contemplated as potential adverse events, and this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product, in addition, no issues were found that could have been related to the reported issue during manufacturing documentation review. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint.

Event description:
During treatment for supraventricular tachycardia (svt) and atrial fibrillation, a farawave catheter and an intellanav mifi open irrigated catheter were used. The patient was intubated, femoral venous access was obtained, and diagnostic catheters were positioned in the right atrium and coronary sinus. An ep study was performed, during which avnrt was induced. The slow pathway was ablated using the intellanav mifi oi catheter. Following a sheath exchange, transseptal puncture was performed with the faradrive sheath, and the farawave nav catheter was advanced into the left atrium. The flower bias was computed and calibrated for contact sensing per recommendations. Two pulse field ablation applications were delivered in the left superior pulmonary vein using the basket configuration. St segment changes were observed on the surface ECG, and the patient experienced cardiac arrest. The patient was resuscitated and placed on extracorporeal membrane oxygenation (ECMO). The patient was hospitalized and is expected to make a full recovery. The devices are not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.